Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_ext, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that there was idiopathic intracranial erosion of the lead through the patient's scalp. As a result the system was explanted on date notified, resolving the issue at the time of the report. Additional information received from the patient via the rep on (B)(6) reported that the patient "again" has prolonged charging sessions and poor coupling. As a result the patient is scheduled to see the surgeon for examination and possible pocket revision. No further complications are anticipated. The patient's indication for implant is unknown.

Manufacturer narrative:
(B)(4) correspond to the unknown lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.